Event description:
It was reported that the device eroded through the pocket. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.